Event description:
It was reported the patient experienced intermittent communication between the ipg and her charger. A replacement charging system was sent to the patient. Follow-up identified the sjm representative confirmed loss of communication with the ipg using multiple external devices. It was reported the patient had charged/used the scs system approximately three months ago and currently does not have stimulation. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.